Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 400 mg/dl and ketones were present. The cause was not known. A bolus was delivered to address bg and the customer went to the emergency room (ER). The customer was treated with intravenous insulin, fluids and vitals were monitored. Bg was lowered to approximately 200 mg/dl. After 5 hours, the customer left the ER feeling groggy but better. Tandem technical support reviewed the pump data and did not find any data that would have caused bg to elevate. Reportedly, the customer followed up with a healthcare provider to discuss the event.